Event description:
It was reported that before implantation of the cemented abg 2 hip stem they pulled off the package and saw that the centralizer at the tip of the stem was broken. There was a delay of 1 minute. A replacement was available.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that before implantation of the cemented abg 2 hip stem they pulled off the package and saw that the centralizer at the tip of the stem was broken. There was a delay of 1 minute. A replacement was available.

Manufacturer narrative:
An event regarding fractured centralizer involving an abgii cemented stem n ø5 l was reported. The event was confirmed. A photograph of the reported centralizer was provided. A visual analysis of the photograph confirmed the reported event. It is not believed that patient factors contributed to the reported event. A device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed no similar events for the reported lot. The exact cause of the event could not be determined because the centralizer was not returned. The centralizer is needed to complete the investigation for determining the root cause.